Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in the bd¿ syringe luer slip with needle. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that foreign matter was found in the bd¿ syringe luer slip with needle. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: one photo and one actual sample was returned for investigation in open package. The returned sample was subjected to visual inspection. It was observed that black fm was seen inside the syringe needle hub. DHR review of syringe batch # 72299034 and needle batches # 7301447 and # 7301448 found no quality notifications raised and no similar defect during qa outgoing inspections. The black fm was sent for fourier transform infrared spectroscopy (ftir) test. The composition of the foreign matter best match is the mixture of polybutyl acrylate and others unknown compounds. After reviewing the entire manufacturing process for syringe and needle, it is not possible to have any material composition of polybutyl acrylate used on the manufacturing and root cause could not be determined.